Event description:
It was reported that the patient was experiencing continued soreness in the flank area since implantable pulse generator (ipg) replacement procedure (MFR. Report no: 3006630150-2025-05678). The patient was given lidocaine patches.